Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level and patient medical history has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. It has been confirmed that the hospital discarded of the explanted devices following the revision surgery and thus will not be available for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 5 months due to infection.

Manufacturer narrative:
Per -1605 final report additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level and patient medical history was requested in order to progress with this investigation, however, this information was not available and thus the investigation was very limited. It was confirmed that the hospital had discarded of the explants following the revision and thus they could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with the records for the cup, head and liner were manufactured, packed and sterilised to the correct specification. The batch of metafix collared stems were packed and sterilised to the correct specifications, however, they had a small dimensional non-conformance on the taper of the trunnion, this deviation was risk assessed and accepted. This dimensional non-conformance would not have contributed to the reason for revision. Based on the information provided, no further investigation can be conducted and thus corin now considers this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revison after approximately 5 months due to infection.